Event description:
Prepping difficulty/failure.

Manufacturer narrative:
The report from the field indicated the following: during a coronary stenting procedure, the balloon would not aspirate/prep. There was no reported pt injury. There is no additional available despite multiple attempts. The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.